Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) battery was evaluated and replaced. All workstation pcbs were evaluated and reseated. The system was tested and found to be working as intended to service.